Manufacturer narrative:
Customer strips were evaluated. The strips read an average of 121mg/dl high out of spec with blood. Retention reagents gave satisfactory performance.

Event description:
The customer initially called regarding erratic readings on the contour next. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call, but the customer returned the contour next test strips for evaluation.